Event description:
It was reported "slow flow of urine to the chamber of the urine meter when using the product." Nurses have had to manually lift the tubing up and down to drain the tubing. At times there has been no flow at all, and bladder hasn't been able to be emptied. In this instance the urine catheter as well as the urine meter has been removed. The complainant thinks that the length of the tubing might be one of the causes for these problems.

Manufacturer narrative:
E1: patient country: finland. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.